Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer went passed out. Customer stated battery compartment and reservoir openings were damaged and the reservoir was not staying in the insulin pump. Customer stated insulin pump was over delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or a33 test and excessive no delivery test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to verify possible over delivery anomaly due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, broken battery tube threads and a missing end cap sticker. Device uploaded properly using care link.